Event description:
As reported the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. When the device was removed, it was seen that the sealant was not attached. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The device was used for a diagnostic procedure that used a retrograde approach. The patient did not have any relevant medical history. A non-cordis sheath was used. The common femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The patient was not morbidly obese. The user is trained to the device. The device was prepped per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2217602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. When the device was removed, it was seen that the sealant was not attached. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The device was used for a diagnostic procedure that used a retrograde approach. The patient did not have any relevant medical history. A non-cordis sheath was used. The common femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The patient was not morbidly obese. The user is trained to the device. The device was prepped per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The procedural sheath was observed on the device with the distal end almost flushing with the shuttle cartridge¿s distal tip. It was noted that the procedural sheath was not fully retracted to the grey handle, which indicates that the device may have not been shuttled down completely during the procedure, and which may have contributed to the failure as reported. However, it is unknown if the device was manipulated after the procedure. The sealant was partially deployed on the catheter shaft and exposed to blood. The advancer tube remained in the manufacturing position. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. In addition, 7 sterile mynxgrip vascular closure devices 5f were also returned for evaluation. It showed that devices were returned in their original packaging, but not in a control temperature condition. Three samples were randomly chosen from the 7 sterile units for visual inspection. No visual damages/anomalies were observed on the samples. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood and partially deployed on the catheter shaft. Per functional analysis, a simulated deployment test to ensure functionality of the used device was performed, and the advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. The returned used device performed as intended per the mynxgrip instructions for use (IFU). A deployment test was performed on the three samples, and the sealant was successfully deployed with the advancer tube properly engaging to the proximal tamp locks as intended on all units per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2217602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.